Event description:
It was reported that there were small translucent particles in the reservoir of a large volume folfusor. This was noted before patient use. The device had been filled with sodium chloride and 4924 mg of fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed a white particle approximately 0.20 mm in size, floating in the bladder. Fourier transform infrared spectroscopy identified the particle to be acrylic. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.